Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection the ligature was directly tied on the lead body around 24.5 cm distal to the is-1 connector pin. In this region the suture sleeve was found separated, most likely resulting from a tight suture. Proximal to the ligature marks insulation damages were observed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the insulation was found rubbed through in the distal area of the lead, near the rv shock coil which might have resulted from interaction with modified tissue or an adverse lead position affecting the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body should be taken into account. Diagnostic images clarifying this assumption were not available. Additionally the visual inspection revealed multiple extraction damages, such as cuts in the insulation or a deformed shock coil. The conductor cable to the ring electrode was found fractured which presumably occurred due to tensile forces applied during the removal of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this patient received inappropriate shock due to noise on this rv lead.